Event description:
It was reported that the pt was admitted to the hosp in 2006 with sudden left sided weakness and numbness. Symptoms quickly improved, but did not resolve. Per source documents, history and physical, symptoms diagnosed as transient ischemic attack (tia). Patient has not taken her coumadin since the stenting procedure which was one month earlier and has a history of atrial fibrillation. A CT of the head was negative for acute infarct. An MRI of the brain revealed possible subacute r mca infarct. The pt was also found to have runs of atrial fibrillation. A tee was performed revealing left atrial appendage clot and an ejection fraction of 30%. After the tee, the pt developed methemoglobinemia as a result of the cetacaine spray. The patient then developed a urinary tract infection secondary to catheter placement. The pt was also in chf at the time of admission and was started on IV lasix which further worsened the pts renal insufficiency. The pt was discharged thirteen days later to a rehabilitation facility before being discharged home. Additionally, the pt received home health care with physical therapy 3 times per week. The stenting procedure was two months earlier. Date of onset of symptoms was three weeks later. No neuro checks were performed post procedure. No additional info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.